Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of noise on the right ventricular (rv) channel, which was oversensed and resulted in 3 to 5 second pauses in pacing. There was a small amount of noise on the shock channel. Normal pacing values were otherwise noted. Device memory was saved to a disk and returned. Engineering review of the device memory noted oversensing of external noise and the presence of a magnet over the device at the time of the episodes. They advised to inquire if the patient had a procedure that day, as the noise might be due to electrocautery. It was also noted that the shock channel recorded what appeared to be patient ventricular fibrillation (vf) or paroxysmal ventricular tachycardia (pvt). It was then reported that there had been episodes of noise on the rv channel with isometrics prior to this; however, there were no episodes in the arrhythmia logbook. It was noted that the patient would be brought back in to the clinic for further evaluation. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the patient was having a skin cancer removal when the pauses occurred. Thus, the external noise was the cause of the inhibition of pacing.